Event description:
The customer did not report a malfunction. During inspection of the gastrointestinal videoscope, black no image was found. The most likely cause or probable cause of the reportable malfunction was a faulty charge coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.